Manufacturer narrative:
The insulin pump was received with blank display and had constant tone alarm due to moisture damage on the electronic assembly also, unable to verify button keypad anomaly due to blank display. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer reported that the insulin pump had a constant tone. The customer reported that the screen was stuck during self test. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.